Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable errors, an investigation was in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replicated the issue and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis (fa) yet, a follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The complaint regarding repeated recoverable errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to another surgeon side console (ssc) after the start of the procedure due to repeated recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated errors requesting to disable an instrument arm. The customer had power cycled the system four times and cycled the vision side cart (vsc) with no resolve. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified homing errors on the right master tool manipulator (mtm). The customer elected to proceed with the procedure using the other surgeon side console (ssc). The tse requested to power the system off and cycle the breaker on the suspect ssc. The procedure was completed with the alternate ssc with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: after swapping to the other surgeon side console (ssc), the procedure was completed with no further issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulators (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) reproduced the customer-reported complaint of "repeated errors". During in-house testing, the platform gear was found to be loose preventing the mtm from homing properly, damaging the flex e-belts and black and whites due to friction. The complaint regarding repeated recoverable errors was confirmed based on the field evaluation and fa, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the alleged issue is attributed to mechanical component failure on the mtm.